Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 ¿ 3.4 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The last recorded result in the meter memory was a result of >8.0 inr from (B)(6) 2021. The patient took antibiotics. Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." The patient would excessively squeeze the test finger prior to dosing the strip. Excessive squeezing of the fingertip causes intracellular fluid to dilute the blood sample. Per product labeling: "if needed, immediately after lancing, gently squeeze the finger from its base to encourage blood flow." The meter was not coded correctly. Per product labeling: "make sure the code number on the test strip container and the code chip match. Each box of test strips comes with a matching code chip. Every time you open a new box of test strips, you must replace the code chip." The investigation did not identify a product problem. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that after obtaining a result of >8.0 inr from the meter, the patient was immediately brought to a clinic. The laboratory result was 1.7 inr. Both results were taken at around 8:00 am. The meter result was allegedly not found in the patient's meter memory. The patient also reported getting an unrecalled error message and stated that she would squeeze the finger excessively. It was also reported that the patient used a code chip that was different from the code on the test strip container. The patient's interval for testing is twice a week. The patient's therapeutic range is 2.0 inr - 2.5 inr